Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report arm 3 was not free to move, and error 22028 was presented. The caller restarted the system before calling with no change. Logs indicated a power on self test (post) failure on universal surgical manipulator (usm) 3 axis 8. Tse walked the caller through a hard power cycle and exercised arm 3 with no change. The customer will inform the surgeon that the case could be completed as a 3-arm setup by disabling arm 3 to continue but was unsure whether they needed 4 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. Once testing was completed, the carriage instrument sterile adapter (isa) was further inspected, and no faults could be identified. As a result of these findings, fa concluded that the carriage isa is consistent with the reported event and was the potential root cause for this issue.